Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. No further information was provided. The customer returned the product for analysis.

Manufacturer narrative:
The electronic assembly was dis-assembled and re-connect and monitored. No blank display during testing. The device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.